Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found; full lead was returned for analysis. The proximal conductor was distorted, and there was apparent explant damage. (B)(4) no anomalies found; full lead was returned for analysis. The blood/body fluid was observed on the proximal conduct (not obstructed). The outer insulation was breached/cut and there was apparent explant damage.

Event description:
It was reported that the patient died less than 1 month after device was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. The proximal conductor was distorted and there was apparent explant damage. (B)(4) no anomalies found; full lead was returned for analysis. The blood/body fluid was observed on the proximal conduct (not obstructed). The outer insulation was breached/cut and there was apparent explant damage. Analysis of the device is in process; the results will be forwarded when available.